Event description:
On (b)(60 2014, 3m espe rec'd a report regarding a patient who experienced an adverse reaction after use of 3m espe impregum garant soft light body impression material (brand name in (B)(6): 3m espe impregum garant l duosoft). The event occurred in (B)(6). Also used were the impression materials 3m espe impregum penta h duosoft and 3m espe impregum penta l duosoft, which are not marketed in the USA. The patient began to experience swelling of the face one hour after his dental appointment. The patient sought add'l care at the emergency room, where he was treated with cortisone. The patient is reported as doing fine.

Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to 3m espe and the lot-no. Is not known. Therefore no further analysis on the product or retained sample could be done. Until the date of this report it is not clear what had caused the symptoms. This product has been assessed for biocompatibility and has been found to be safe for its intended use.